Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified a crease flat, device appearance (air cavities are observed but it is not considered a defect due to the non-textured part located) and opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified an opening striated in the posterior side consistent with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on posterior due to surgical damage.

Manufacturer narrative:
The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.